Manufacturer narrative:
This report is being supplemented to provide additional information (b3). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the visera 4k uhd camera control unit, displayed camera control unit malfunctioning error code (e116). The issue was found during the therapeutic procedure, and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the error e116 could not be reproduced and that the rubber foot was worn. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.